Event description:
It was reported that a good sensing value could not be found during implant. The physician suspected defective with helix. The lead was removed and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: all electrical measurements performed on the lead found to be normal. The helix could not be actuated due to clogged helix housing. The helix could be fully extended and retracted after cleaning and no anomalies were noted on helix.